Event description:
Trached patient was alert and requesting mouthswab at approx 0230 on (B)(6). Thick secretions removed. Patient coughing. Patient suctioned. Rn repositioned patient to his left side and noticed that flange had disconnected from external cannula of tracheostomy tube. The rn notes plenty of slack in oxygen tubing. Patient returned to supine position. Respiratory therapy. Anesthesia and resident physicians called for assistance. Patient receiving oxygen by bag valve mask. Anesthesiologist attempted twice to reinsert trachcannula that had become dislodged. These attempts were unsuccessful. The anesthesiologist then intubated the patient. Subcutaneous emphysema was developed at that time. The patient became bradycardic and then went into full cardiopulmonary arrest. Resuscitation was successful. Patient remained unresponsive. He was diagnosed with an anoxic brain injury. Family chose to withdraw patient from machines on (B)(6) 2012.